Manufacturer narrative:
Unable to repeat or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that they contacted healthcare professional for site issue on (B)(6) 2017. Customer reported of having dermatitis and treated by cleaning area and applying cortisone cream. Customer's blood glucose level was unknown at the time of incident. The sensor not be returned for analysis.